Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced bradycardia that required pacemaker insertion. It was reported during an afib redo case, that the patient became bradycardic. The patient came in afib and when they cardioverted back to sinus he became bradycardic. After ablation he became more bradycardic. When they came off pacing the sinus rhythm was low. The bradycardia was confirmed by the low sinus rhythm. The medical intervention provided to the patient was a pacer at the end of the procedure. The patient was reported to be in stable condition and then doing well the next day. The physician suggested that the slow sinus rhythm could have caused him to go into afib.